Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed need assistance on 8100 sn 12871080 , unable to read channel on the right side of the iui. Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I assisted biomed on 8100 sn (B)(4), unable to read channel on the right side of the iui. Resolution after confirming by biomed that iui connections from 8015 and from 8100 that iui connectors are good. The resolution is to replaced faulty logic board, biomed will consider sending it in for repair because is more cost effective.